Manufacturer narrative:
The reported event could not be confirmed.a potential failure mode could be ¿difficult insertion¿ with a potential root cause of ¿outside diameter is too large¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient allegedly experienced difficulty inserting an unknown red rubber catheter and was unable to insert or use the catheter due to sutures from surgery. A foley was placed, in which the patient developed a mucus plug post operation. The customer also experienced discomfort and bleeding with use of the foley after being released from the hospital. No additional medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient allegedly experienced difficulty inserting an unknown red rubber catheter and was unable to insert or use the catheter due to sutures from surgery. A foley was placed, in which the patient developed a mucus plug post operation. The customer also experienced discomfort and bleeding with use of the foley after being released from the hospital. No additional medical intervention was reported.